Event description:
Device malfunction: bent cutter blade. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after inserting the exchange sheath into the vessel, the clip applier was difficult to attach to the exchange sheath. The physician pulled the device back and it was noted that sheath splitter blade was bent outward. An unsuccessful attempt was made to bend it back. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.